Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of no delivery alarm from the insulin pump. The customer's blood glucose reading was 87 mg/dl. The customer stated that she went to change out her insulin this morning and when she took the reservoir out it was soaking wet. The customer stated that she unscrewed the reservoir and the reservoir compartment was wet with insulin. The customer stated that the button error was not present in history at or around the time that the pump was exposed to moisture. The customer was advised to program a 1.0 u fixed prime until insulin is visible at the end of the tubing. The customer stated that she does not have access to her blue tubing clamps to test the pump. The customer will be sent replacement infusion sets and reservoirs. The customer was advised to call back.